Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced two episodes of low glucose while using the ilet, occurring overnight after a late unannounced snack and again the following morning after consuming a large amount of carbohydrates to treat the first low. Symptoms included hypoglycemia with a reported nadir of 65 mg/dl. Outcomes included temporary interruption of normal activities and the need for self-treatment with oral carbohydrates, without medical intervention or assistance. Troubleshooting and education were provided on appropriate hypoglycemia treatment using 15 grams of carbohydrates and reassessment after 15 minutes to avoid rebound excursions. Investigation included technical support review, user interview, and assessment of use patterns. Investigation of this case revealed user-related factors, including lack of meal announcement and potential overcorrection of hypoglycemia, which likely contributed to the reported lows. It was concluded that the device performed as designed and that the event was related to use error and physiological response to carbohydrate intake. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.